Event description:
It was reported that the pulse generator exhibited an inappropriate telemetry anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).